Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was spontaneous removal of the foley catheter. The incident occurred in the ward after the catheter was placed in the operating room. When water was injected into the removed catheter, it expanded without any problems.

Event description:
It was reported that there was spontaneous removal of the foley catheter. The incident occurred in the ward after the catheter was placed in the operating room. When water was injected into the removed catheter, it expanded without any problems.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter. Second and third photo sample zooms in on end of catheter with deflated balloon. The fourth photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and rested with no leaks observed. Balloon concentricity ok. With the syringe attached the balloon deflated passively in under 5 minutes with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.